Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 531 mg/dl. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump was functioning as intended, however, customer declined to remove site during troubleshooting. Reportedly, customer met with hcp to discuss pump settings and declined follow-up.